Manufacturer narrative:
The bilt3 reagent expiration date was not provided. The c501 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with bilirubin total gen.3 (bilt3) assay on a cobas 6000 c501 module. Sample 1: initial result: 71.6 umol/l. The sample was repeated and the repeat results were 8.5 umol/l, 43.7 umol/l, 12.7 umol/l, and 18.7 umol/l. On (B)(6)2025, a new sample (sample 2) was drawn and tested. Initial result: 6.6 umol/l. The serum sample was repeated and the repeat results were 10.2 umol/l and 27.7 umol/l. The plasma sample was repeated and the repeat results were 11.1 umol/l and 8.9 umol/l. The customer suspected an interference.

Manufacturer narrative:
General reagent and instrument issues can be excluded as the calibration and the qc were acceptable. The investigation did not identify a product problem. The cause of the event was related to the samples of this specific patient: the patient was severely sick with bladder cancer and received numerous medications. Some of the medications are known to affect liver function/bilirubin values on a physiological level. The observed effects on bilirubin were not related to an analytical interference, but rather to a physiological response of the patient to the medications.